Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed battery test and a keypad anomaly on the insulin pump. Customer stated that when he entered a bolus, he could not get the numbers to go up with the up arrow button. Customer stated that the up arrow button was not making contact or possibly sticking. Customer declined troubleshooting for failed battery test. Customer stated that the battery was fairly new. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had normal operating currents within specification and no failed battery test alarms were noted. The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.